Manufacturer narrative:
Intermittent button response noted due to corroded keypad traces. No button error alarm noted. Cracked case on lcd display window corners,cracked reservoir tube, cracked battery tube threads, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 4 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.